Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: the filter was placed during pregnancy and after delivery the patient presented with bilateral leg edema and CT showed thrombotic occlusion of the filter with bilateral iliac vein thrombotic occlusions, why filter retrieval was not attempted, but patient followed up with anticoagulation. The filter was successfully retrieved after 2.5 years, but a fractured strut remained in the patient (B)(4). Based on the information provided in the literature only it would be inappropriate to speculate at what may or may not have caused the thrombotic occlusion. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. There are adequate controls in place to ensure that this type of device is manufactured to specifications. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Description of event according to initial reporter: a (B)(6) woman who developed acute deep vein thrombosis (dvt) during pregnancy and underwent r-ivcf (günther-tulip) implantation. A few months after delivery, she presented with bilateral leg edema. Although CT showed thrombotic occlusion of the filter with bilateral iliac vein thrombotic occlusions, filter retrieval failed and she had been followed up with anticoagulation. She was referred to hospital for filter retrieval after 2.5 years. We successfully removed the filter by combining all devices and approaches. Patient outcome: a tiny fractured strut was left in the caval wall, which we failed to pick up. She had an uneventful course without symptoms related to residual fractured strut.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog # is unknown but referred to as günther tulip filter. Investigation is still in progress.